Event description:
It was reported that the picu nurse stated they changed the arctic sun device earlier because patient over cooled. They were having the same issue with the new device, so they have it off for now. Patient temperature (pt) was 34.7c esophageal probe or device, 34.4c foley or bedside monitor, targeted temperature (tt) was 36c, started therapy, water temperature (wt) was 20c, flow rate (fr) was 3.2lpm. No alerts or alarms in event log. System hours were 3432, pump hours were 713, water level was 4. Normothermia rate set to maximum. Bedside nurse confirmed to change this about an hour ago. Water temperature (wt) was 38c by the end of the call. Suggested letting device run they would change the rate back to 0.17c per hour once patient reaches target. Called back 1 hour later and they confirm everything looks good and patient now at target. Per follow up information received via task on 06jun2026, spoke with charge nurse who confirmed the first device had been received by the biomed. Patient completed therapy and could not confirm which device sn was faulty. Per follow up information received via task on 09jun2026, spoke with biomed who stated they received sn dyfqal011 and it had passed all testing without issue. They assume it was a user issue and has ordered the device back to service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.